Event description:
It was reported by the customer's father that three reservoirs leaked. Insulin is leaking from the connector. Customer is using manual injections. Caller stated that his son blood glucose readings have been high. Caller aware of recall. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.